Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to a short on the pulse wire to the gel-fire wire sending high voltage in the distribution node pca. The root cause for the shorted pulse wire could not be positively identified. No adverse events occurred from the electrode belt malfunction.